Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the monitor displayed code 204. The cause of the code 204 was an intermittent connection at bga connection u1003 (pld) on ca board sn (B)(4). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections.(B)(4). No adverse event resulted from the defective monitor.

Event description:
A pt svc rep (psr) contacted zoll customer support while attempting to fit a (B)(6) male pt to report a svc code 204. The pt was issued a replacement monitor.